Manufacturer narrative:
(B)(4)

Event description:
Initially this event was reported as a reportable malfunction, upon further review it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.